Event description:
It was reported that the pt had an infection at the device pocket. The report indicated that the pt did not have meningitis. The pt experienced redness. No cultures were obtained. The pt had been given perioperative antibiotics. Treatment included both oral and IV antibiotics. The infection resolved. The pump was used to deliver morphine; the last refill was in 2009.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information later received reported that the pump was explanted.